Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated with the pump. The customer had symptoms such as legs cramped. The customer stated that he also had low readings from the pump. The customer stated that his cannula was bent. The customer was advised to replace the infusion set. The customer was not admitted as an inpatient for medical treatment.